Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they recently experienced a blood glucose level of 44 mg/dl. Customer's parent stated that their daughter was struggling to maintain stable blood glucose. Customer did not troubleshoot for low readings. The insulin pump was not replaced or returned for analysis.